Event description:
Leaking under dressing. Dressing change and less than 1 hour now started leaking again, pulled PICC. During our trouble shooting of this product issue we did a dressing change and repositioned the line in case there were kinks we thought maybe that was the issue however after doing the dressing change it started leaking again less than 1 hour after the dressing change.

Manufacturer narrative:
The malfunctioning device was returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
We received one used catheter as a faulty sample. An additional extension line and a 10 ml syringe (made by bd) were connected to the catheter. The attempt to flush the catheter with water was successful, but a leakage was detected directly at the junction between the catheter tube and the extension line. Microscopic examination revealed a tear at the junction between the catheter tube and extension line. The fracture surface was very rough and jagged/fissured, indicating excessive tensile force, which may have been caused by: · dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. · routine care- (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. The customer stated that 3-5 ml medication syringes were used. However, regarding the syringe size, the IFU specifies: caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. A review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaints data indicates that six (6) additional complaints have been recorded regarding leaking catheters from lot 24c016d. Corrective action: as each catheter is flow and leak-tested during production, and the catheter functioned properly for 12 days before the leakage occurred, we do not believe this defect is related to manufacturing. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Leaking under dressing. Dressing change and less than 1 hour now started leaking again, pulled PICC. During our trouble shooting of this product issue we did a dressing change and repositioned the line in case there were kinks we thought maybe that was the issue however after doing the dressing change it started leaking again less than 1 hour after the dressing change.